Event description:
Related to MFR #2183959-2011-00474. On (B)(6) 2006 the pt had an ams perigee implanted to treat "symptomatic cystorectocele." It was reported that the pt "now suffers from dyspareunia, other pain, infection, bleeding, erosion, protrusion, inflammation, vaginal discharge, urinary incontinence, vaginal prolapse..." It was also indicated that the pt has "partial disability."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.